Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented wit a loose femoral stem. The head and stem were explanted and a high offset corail was reimplanted. Loosening at the bone to implant interface. Pain due to the loosening stem. No delay during surgery. Doi: (B)(6) 2020; dor: (B)(6) 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: it is reasonable there was no error in the manufacturing or material of this product/lot combination that would be a contributing factor in the reported allegations. A manufacturing records evaluation (mre) was not performed.